Event description:
It was reported that during implantation of the preloaded intraocular lens (iol) the optic was pressed by the plunger rod and had been damaged, so the iol was removed. Account indicated that the device was set according with the instructions for use and balanced salt solution (bss) was used. The inner push rod overlapped the iol and the account experienced resistance when the iol was implanted. The physician also expressed dissatisfaction with the injector design. A replacement iol was implanted. The patient is well and no additional medical or surgical intervention were performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - medical device problem code: 3191 no code available (dissatisfaction - quality/design) attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.